Event description:
A customer reported that the equipment displayed a system message and locked during a cataract intraocular lens implant procedure. The procedure was completed with an alternate system. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and noted a system message, "infusion pressure drop", and replaced the system's irrigation pressure sensor (ips). The system was then verified to meet product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. Per the company rep, the root cause of the reported event was attributed to a nonconforming ips. As a correction, the company rep replaced the ips on the system. The ips is manufactured by an outside supplier. With no samples returned, steps for further root cause analysis and corrective actions at the supplier's site could not be taken. (B)(4).